Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing despite the pump being in use. Customer's blood glucose level was not impacted. No additional patient or event information available.